Event description:
It was reported that the patient had high impedances on one of their leads. It is unclear which lead had the impedances. Surgical intervention may occur in the future to address the issue.

Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000103393.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient underwent a surgical procedure on 30nov2022 during which the lead was cut and explanted to address the issue.